Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to elective device replacement procedure, externalized conductors were observed on the lead through diagnostic imaging. Lead was capped and replaced during procedure on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient. The patient was doing well and will be monitored with routine follow up. Based on the review of the diagnostic views provided to abbott, the conductors appear to be externalized.